Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the patient experienced pain and the leadless ipg delivery system was unable to be advanced successfully. The leadless ipg system was removed and replaced by a transvenous pacing system. No further patient complications have been reported as a result of this event.